Manufacturer narrative:
No devices were returned and no x-rays have been provided for review. A review of the batch records revealed no evidence that non-conforming products were released from this batch. There are no additional details available which definitively assign a root cause to the fracture, however implant fractures can be a well-recognized, late post-operative occurrences often associated with excessive loads, impact or trauma in implanted patients. There is no indication or evidence available at this time to suggest that there was a non-conformance. Should additional information become available the investigation will be re-opened and re-evaluated. This complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2015-00111 (B)(4). It was reported that the stem of the custom extendible distal femoral replacement minimally invasive grower implant broke 8 years after surgery. The revision surgery date has not been decided yet.

Manufacturer narrative:
The manufacturing history of the component has been reviewed and confirmed that no abnormalities or deviations were reported. This complaint is being investigated and the results will be provided in the final report.

Event description:
It was reported that the stem of the custom extendible distal femoral replacement minimally invasive grower implant broke 8 years after surgery. The revision surgery date has not been decided yet. (B)(4).